Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted or cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spybite max biopsy forceps was used in the common bile duct for cholangitis during an endoscopic retrograde cholangiopancreatography (ercp) with single-operator cholangioscopy (soc) procedure performed on (B)(6) 2026. During the procedure, it was reported that the device could not reach the desired area. The holmium laser fiber and spybite forceps could not be inserted into the spyglass catheter. As a result, the procedure was cancelled and not completed. The patient was not rescheduled for another surgery. There were no patient complications reported as a result of this event.